Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation of the patient's implantable cardioverter defibrillator (ICD) showed episodes of post paced t wave over-sensing (pptwos). The patient was asymptomatic. Programming changes were made. The patient was stable.